Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the thigh. It was indicated that during the use of the sensor, the patient felt uncomfortable and upon removal of the sensor, the area around the sensor adhesive patch was red and inflamed. The patient's doctor prescribed the patient medication to reduce the inflammation. The medication is unknown; however, it was indicated that the medication did not reduce the inflammation. At the time of contact, the patient was in stable condition but still had a skin reaction. No additional patient or event information is available. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Reportedly, the patient used cgm while pregnant or while on dialysis against user guide recommendations. Labeling indicates: the dexcom system was not evaluated for the following persons: pregnant women. Persons on dialysis.